Event description:
Patient in for renal transitional cell carcinoma and bladder transitional cell carcinoma with cystoscopy with transurethral resection bladder tumor, bladder wash, left ureteral catheterization with renal pelvis and left unreteral washings for cytology. Coons wire coating came off wire during cephrostomy insertion. Parts of wire remained in nephrostomy tube. Physician will have pt come back in 2 weeks when tract is mature to reinsert new nephrostomy tube without inserting wire.